Manufacturer narrative:
Date of event: approximated based on the date of stent replacement procedure. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. On an unknown date, during a routine computed tomography (CT) scan, it was noted that the stent fully migrated out of the patient and the stricture had resolved post chemotherapy. Reportedly, the patient was fine with no patient complications. Six weeks later, the patient presented with jaundice and was scheduled for stent replacement. On (B)(6) 2021, during an ercp procedure, another biliary stent was implanted to treat the patient.